Event description:
It was reported that during a farapulse pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was prepared according to the instructions for use (IFU) and inserted into the body. A straight dilator was used, and a non-boston scientific transseptal needle was inserted through the dilator to perform a transseptal puncture. After crossing the septum and removing the dilator, continuous air was observed during aspiration through the flush port of the faradrive steerable sheath clear. Multiple syringes were used, but air continued to be drawn in. No fluid leak was observed. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.